Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate high voltage therapy due to post-paced t-wave oversensing and far p-wave oversensing. Reprogramming was suggested. Patient condition was fine.